Manufacturer narrative:
(B)(4) date sent: 5/18/2022 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned without apparent damage and no broken parts were observed. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed 2 scissors clips after it fed and formed 8 conforming clips as expected: however, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components, the device was disassembled, and the ratchet pawl was found to be damaged causing the failure of the lockout feature. No conclusion could be reached as to what may have caused this condition. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The device fired and performed without any difficulties noted. Although no conclusion could be reached on the cause of the ratchet pawl damaged and the scissors clips of the reported event, the instructions for use do contain the following caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. This complaint device was found to have the lockout pocket of the overmold advancer component broken through by the tab of the feeder shoe. This damage allows the feed bar to retract and for the ratchet pawl to disengage from the trigger insert resulting in no lockout. The lockout pocket damage can only be caused during the last clip firing by rapidly releasing the trigger. Based on this information, the non-functional lockout observed during analysis was user-related. While damage was observed to the ratchet pawl, the anti-backup was able to function properly during analysis and the non-functional lockout was found to be related to the broken lockout pocket of the advancer so the damage was not significant enough to cause any functional issues. H6 - additional investigation findings code h10 - correction

Manufacturer narrative:
(B)(4). Batch # v94a8a. Maude report number: mw5101544. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned without apparent damage and no broken parts were observed. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed two scissored clips after it fed and formed eight conforming clips as expected, however, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components, the device was disassembled, and the ratchet pawl was found to be damaged, causing the failure of the lockout feature. No conclusion could be reached regarding what may have caused this condition. The device fired and performed without any difficulties noted. Although no conclusion could be reached regarding the cause of the ratchet pawl damaged and the scissored clips of the reported event, the instructions for use do contain the following: "caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the "endoscopic multiple clip applier jammed while in use." There was no adverse event for the patient.